Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, a crack was observed on the heartstring iii seal which was loaded into the delivery device. The seal was cracked in both the center and the outer edge of the seal. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The loading device was not returned. The tension spring assembly, seal and the anchor tab were inside of the delivery tube. The seal was loaded into the delivery tube; however, the seal had flared wider than the diameter of the delivery tube. The seal was cracked along the first row of the outer edge and the fifth row from the center. The green slide lock was unlocked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reporter complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).